Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow alarms; however, it was reported that the cause of the alarms was mild hypertension with bleeding and hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient was implanted with (B)(4) on (B)(6) 2022. The patient experienced low flow alarms the first night after the implantation of the pump. The cause of the low flow alarms was determined to be mild hypertension with bleeding and hypovolemia. The patient was discharged to home on (B)(6) 2022. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Some atypical power cable disconnect alarms were captured on (B)(6) 2022; refer to the patient cable investigation regarding this finding. Transient low flow hazard alarms were captured on (B)(6) 2022. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(4) with no further issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists hypertension and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flows were seen in the patient's log files. The low flows occurred the first night post operation. The cause of the low flows was determined to be hypertension concurrent with bleeding and hypovolemia. The patient was discharged home on (B)(6) 2022.